Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated there was no indication the device caused or contributed to the issue as system was explanted due to ineffective therapy which is attributed to the leads. The ipg is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient was not supplied.

Event description:
It was reported that patient had surgical intervention for system explant. The reason is unknown at this time.